Manufacturer narrative:
Investigation summary: investigation summary: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n 03.010.523 lot l731153) was received showing the threaded distal tip broken off at the most proximal thread form. The broken off tip was returned. The driving cap in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned device. Dimensional inspection: feature: distal tip threads. Specification: m8 (major diameter 7.760 mm ¿ 7.972 mm). Measured dimension: 7.90 mm (threads from broken off tip fragment was measured). Result: conforming. Measurement device: caliper ca215p. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (p/n 03.010.523 lot l731153) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. Based on the investigation findings a product issue escalation (pie) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. A sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the spiral combination hammer & driving cap/threaded were both broken while inserting the nail in an intramuscular (im) nail rt. Femur procedure. Upon final seating of the nail the surgeon's assistant hit the impactor with the mallet and both devices broke simultaneously. No fragments were generated. There was no delay in the case. Procedure was successful. Patient status was good. Concomitant devices reported: unk ¿ nails (part# /lot#: unknown, quantity: 1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).